Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon had appeared in place of continuous glucose monitoring (cgm) readings for more than three hours while the cgm was within range. Reportedly, the issue had occurred using multiple transmitters. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: the cgm history showed a 'no antenna' warning. A test transmitter was paired with the pump correctly. The pump accepted a calibration attempt from the test transmitter. The alleged issue could not be duplicated during the investigation.